Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the insulin pump. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer was unable to exit the "preparing to prime" loop. The rewind message occurred after the alarm. The insulin pump was dropped the day before the alarm. The drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, and no delivery tests due to the prime anomaly.